Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional two devices are filed under a separate medwatch report number.

Event description:
It was reported that during preparation, a 2.0 x 15mm traveler balloon dilatation catheter (bdc) was connected with a 20/30 indeflator. However, when negative pressure was applied during preparation, air was coming in. Therefore, the indeflator was replaced with another indeflator. However, the same issue continued to occur; therefore, both the indeflator and bdc were replaced. It is unknown which device resulted in the leak. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was not fully connected resulting in the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.